Event description:
It was reported that the drain tube broke in half during surgery. The patient had to return to surgery for removal of retained piece of drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.